Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported after the operation, the stiffness improved and they could take care of themselves. Recently, the improvement was not good, they had difficulty in swallowing, and had unclear speaking. Currently the patient was in the hospital for rehabilitation observation. It was unknown what troubleshooting was done. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the patient's weight at the time of the event was unknown. It was unknown if the issue resolved and it was unknown what the cause of the issue was. The implant date of the ins was updated to (B)(4) 2017. No further complications were reported as a result of this event.